Manufacturer narrative:
No damages or defects were found that would cause an over delivery of insulin. Inspection of the patient history buffer (phb) data showed that the automatic glucose control (agc) functioned as intended and was able to appropriately adapt to changes in estimated glucose values (egvs) and user inputs. Inspection of the device found the exposed portion of the soft cannula was observed to be torn. No timeouts or drive stalls were observed in the data. The exact timing and cause of the soft cannula tear cannot be determined.

Event description:
It was reported that the patient's blood glucose level had risen to 370 mg/dl, despite administering boluses. The complaint was originally coded for customer not sure delivering insulin. The complaint has been reassessed as a reportable event based on the investigation finding of damaged cannula.